Manufacturer narrative:
01/14/26 repair tech: (B)(6) emh hp;cable,conn/gun cable damaged no powder flow due to a blockage in the handpiece cable. Hardened and deteriorated air supply hose, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, powder bowl needs to be cleaned and retubed. Hardened and deteriorated water supply hose, debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa: (B)(6) DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Event description:
While using a cavitron jet plus (B)(6) they allege that they have no water and the insert is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.